Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the lead exhibited loss of sensing and capture due to dislodgement. The lead was extracted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for follow-up. It was discovered that lead exhibited loss of capture and sensing due to dislodgement. This was the third instances of lead dislodgement after the initial implant. The lead was extracted and replaced.